Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa but, it was bounced out due to too much tension in guiding sheath. The was noted to be kinked after the closure device was fully recaptured. There was no damage to the wds. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa but, it was bounced out due to too much tension in guiding sheath. The was noted to be kinked after the closure device was fully recaptured. There was no damage to the wds. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. Device evaluated by MFR: the retuned product consisted of a watchman access system (was) with the dilator outside of the was sheath. The device was bloody. The tip, sheath and hub/valve were microscopically and visually inspected. Inspection revealed tip damage and numerous kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.